Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by repeated infusion set failures or some other failure along the fluid pathway resulting in insufficient insulin delivery.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 9/28/24. The user reported high bg levels after performing an infusion set site change. Approximately 90 minutes post-change, their levels rose to "high" (>400 mg/dl). The beta bionics customer care agent suggested a second site change, which the user completed successfully, discovering that the cannula from the first site was bent. Despite this, the user's blood glucose levels remained elevated, prompting them to head to the hospital later that evening. The user was using the convatec inset (23", 6mm) teflon infusion set. On (B)(6) 2024 an agent followed up with the user. The user confirmed they went to the emergency room (ER) due to high bg levels and reported feeling unwell. They received saline treatment. The user confirmed they resumed using the ilet. Overall, they reported feeling much better and were back within their target blood glucose range.